Manufacturer narrative:
The aquabeam console was returned for investigation. The console was tested on a test qa system with the associated foot pedal. The console and foot pedal pair were successfully primed and aspirated. The console and foot pedal pair also successfully completed an aquablation cycle without triggering any issues. The issue could not be reproduced as both the console and foot pedal functioned as expected, and no problem was found.however, the treatment log files found a fault with the foot pedal being unable to register and having intermittent connection. However, due to the inability to reproduce the issue during functional testing, the root cause is unable to established. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam console / lot number 23c10145 was conducted, which confirmed which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, sj-um0104 rev. B, states the following: 8.30 sterile: treatment a. To begin the aquablation treatment, step on the foot pedal and gently support the beige braided tubing extending from the back of the aquabeam handpiece. Caution (for system models other than ab2000c): failure to support the beige braided tubing may result in a system fault or insufficient cutting efficacy. A. During the aquablation treatment, use the [-] indicator on the motorpack to decrease power/resection depth (if needed) and use [+] to increase back to planned power. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.6 adverse event problem component code 4756: per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the aquabeam console's high velocity waterjet was losing power and subsequently the procedure was aborted. There were no adverse health consequences to the patient due to this event.